Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via email of low blood glucose levels. The customer's blood glucose levels ranged from 20 to 30 mg/dl. The customer reported waking up to paramedics in her room. The customer was treated with glucagon. The customer stated that this incident happened 3 years ago. No products were returned for analysis and no further details were provided.